Event description:
It was reported that the covering that goes over the tunneler and the catheter prior to tunneling was allegedly split prior to use. Reportedly, a new device was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: a complaint lot history review was carried out for lot number. This is the first reported complaint for this lot number and this issue to date. Therefore, a device history record review is not required. Investigation summary: one hemosplit 23cm d/l catheter with a sheath on the catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for damaged tunneler sheath, as a partial longitudinal split approximately 3.3 cm in length was observed at the distal end of the tunneler sheath. The edges of the split appeared to be straight and the fracture surface appeared to be rough. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 09/2020).

Event description:
It was reported that the covering that goes over the tunneler and the catheter prior to tunneling was allegedly split prior to use. Reportedly, a new device was used to complete the procedure. There was no patient contact.